Manufacturer narrative:
Device is combination product.

Event description:
It was reported that deflation failure occurred. The target lesion was located in the left main artery. A 4.00 x 16 synergy drug-eluting stent was used for treatment. It was noted that during deflation of the balloon delivery system, physician felt resistance and balloon did not deflate well and it was fixed inside the tip of guide catheter. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported.